Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, a study pt experienced eyestrain and an anterior displacement of the lens was noted. The surgeon indicated that surgical intervention (unspecified) was performed and the event is not related to the study device.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided from the account to properly complete an investigation. Additional information has been requested. (B)(4).